Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be implanted due to unknown reasons. Another device was set in place. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be implanted due to unknown reasons. Another device was set in place. No adverse patient effects were reported. Additional information was obtained, loss of capture was present associated to the lead, the physician device to use another lead which was not compatible with this device model, hence the device was changed for another one.